Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: sep 29, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the cartridge tip was damaged with ovd observed inside the cartridge. The plunger rod was inspected, and the plunger rod tip was observed to be damaged. The lens module and handpiece were inspected, and no issues were identified. The lens was cleaned and inspected, and damage was observed on the surface of the lens. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue "delivery issue" was not identified during product evaluation. Manufacturing record review: the manufacturing records review for this production order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the odyssey toric intraocular lens (iol) got stuck half way, while inserting into the patient's left eye. The pusher went to the right and pinched the lens making it stuck. The lens was partially inserted and the surgeon used forceps to pull lens out of incision without any incident and procedure was completed with a back up lens. There was no use error, the injector messed up. No medical/surgical intervention required. Upon further follow up, it was learnt that lens was partially inserted and the surgeon used forceps to pull lens out of incision. No further information is available.

Manufacturer narrative:
Section a3b, a4 and a5: unknown/not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.